Manufacturer narrative:
Subsequent information from the local field representative indicated that the patient will continue to be monitored for now. There were no adverse patient effects reported. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a high, out of range pace impedance measurement. There were no adverse patient effects were reported. A request for additional information has bee made. The lead remains in service.

Event description:
Subsequent information indicated that the patient underwent a lead revision procedure where the lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of today, there is no additional information available and our investigation is complete. Should additional information become available, this report will be